Manufacturer narrative:
Device disposition not presently known.

Event description:
A (B)(6) patient underwent aortic valve replacement on (B)(6) 2019. An attempt was made to implant a perceval pvs25; however, mild paravalvular leak was observed and the valve was reportedly not well seated. The valve was explanted, and additional annular decalcification was performed. A perceval pvs27 was then implanted with good functionality observed. The patient died suddenly ten days post operatively. (Note: this event refers to the perceval pvs25. The patient's death and perceval pvs27 are reported separately, with livanova reference: (B)(4)).

Manufacturer narrative:
As the device was not received for analysis, no device investigation can be performed. As reported in the event description, the original perceval pvs25 was not well seated. Following additional debridement a larger perceval pvs27 was implanted with good functionality. Based on this information, the event can reasonably be attributed to the patient's anatomy - specifically, excess calcium - and/or procedural factors associated with inadequate debridement of the annulus. No further investigation is warranted. It should be noted that the perceval instructions for use indicate that "eccentric/bulky protruding intraluminal calcifications must be removed", and the event may therefore represent a failure to follow the instructions.